Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having difficulty charging. Caller called regarding a possible overdischarge of the ins. Caller tried to communicate with the ins using the clinician programmer, ins recharger, and patient programmer. Caller reported the clinician programmer stated the ins discharged. The caller was walked through doing a pmr and ins recharger screen went straight to charging screen. Caller only saw 2 bars shaded and they had to reposition the antenna and was able to get 4 bars shaded. They attempted antenna located but this did not resolve the issue. The caller reported the ins was titled in the pocket. Caller further reports the patient is continuing to gain weight. Current weight of the patient is approximately (B)(6) pounds and they are 5 feet 8 inches tall. It was reviewed to discuss pocket revision and attempt to maintain some charge on ins. They need to be patient with recharging the ins given the max they could get today was 4 bars. Caller stated that they will have to talk to the healthcare provider about this because they shouldn't be having this much trouble recharging. It was further reported the patient started shaking on saturday. They indicated that this is an ongoing issue. No further complications were reported or anticipated with this event.